Event description:
See mfg report# 3004209178-2011-07565. It was originally reported that for (B)(6), the pt experienced tingling sensations in his right arm and leg when he bends over or reaches above his right arm. The tingling sensation was progressively getting better with time. The therapy was working well for his tremor symptoms. The impedance measurements were normal. The health care provider confirmed that the cause of the event was unk. There were high impedance measurements. No hospitalization was required. The pt outcome was noted as no injury.

Manufacturer narrative:
(B)(4).